Manufacturer narrative:
On (B)(6) 2015, immucor technical support was unable to obtain remote electronic access to the instrument at the customer site to assess the instrument, due to recurrent disconnections. On (B)(6) 2015, the immucor laboratory tested retention product of the microplate which was used for the initial testing, which performed as expected. Unable to connect remotely to galileo.

Event description:
On (B)(6) 2015, a customer reported an unexpected e antigen positive result mistype, using the e phenotype assay on a galileo instrument, when tested on (B)(6) 2015.